Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv pacing inhibition due to rv lead noise concurrent with a singular low out of range rv lead impedance. The patient has complete heart block and was symptomatic with the pacing inhibition. Patient reports near syncope and chest discomfort. Patient is being monitored and scheduled for lead extraction with upgrade to crt-p. It was later noted that the patient presented to the operation room on (B)(6) 2020 for lead extraction, however it was not able to extract the rv lead due to not being able to deliver stylet into the lead to be able properly secure it. The lead was capped and replaced. The procedure was without complication. The patient had stable condition throughout the procedure and post procedure.